Manufacturer narrative:
Results: balloon leak possibly due to impact from stent strut. Deformation problem. Conclusions: balloon leak possibly due to impact from stent strut. (B)(4).

Event description:
Physician was attempting to use 1 sprinter legend balloon to post dilate a stent in the side branch of a moderately calcified lesion in the lad with 90% stenosis and little tortuosity but the balloon ruptured at the second inflation at 10atm. The procedure was completed with another balloon. The physician commented that the balloon was possibly impacted by a stent strut of the previously deployed stent. No health hazard to the patient. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. The presence of blood in the inflation lumen and balloon indicated the presence of a leak. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A small radial tear was located on the body of the balloon proximal to the distal inner shaft marker.